Manufacturer narrative:
Block a2: the patient's exact age is unknown. However, it was reported that the patient is a female in her 30s. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of bolster detached. Block h11: investigation results. The returned endovive securi-t replacement bolster was analyzed, and a visual inspection found that the bolster was detached. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of bolster detachment was confirmed. The bolster detachment problem found might have to do with the technique used by the physician or the way the device is being handled when trying to replace the securi-t device. The device had markings at the end of the tube that suggest that the tube was attached to the bolster. Perhaps the way it was being taken out of the patient made this part to get detached on the procedure. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used in the stomach during a gastrostomy replacement procedure performed on (B)(6) 2024. During withdrawal of the original placed device, the internal bolster detached and remained in the stomach. The internal bolster was able to be removed endoscopically. A new endovive securi-t replacement bolster was used to completed the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used in the stomach during a gastrostomy replacement procedure performed on (B)(6) 2024. During withdrawal of the original placed device, the internal bolster detached and remained in the stomach. The internal bolster was able to be removed endoscopically. A new endovive securi-t replacement bolster was used to completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: the patient's exact age is unknown. However, it was reported that the patient is a female in her 30s. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of bolster detached.